Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, device was unable to be interrogated. The device interrogation room was changed and a magnet was placed over the device and different usb ports were used and there was unrecoverable software error. The programmer was turned off and device was unable to be interrogated. Patient was able to pair up with remote transmission through mobile device prior and the device was able to be interrogated at the time of implant. Interrogation was able to be established successfully with both prior programmers however the cause of the interrogation failure was unknown. Patient¿s remote connections were all appropriate. Patient was stable.